Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis, and the complaint was not confirmed. The conductor wire was not visible at the distal end of the instrument. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. Visual inspection found no damage to the instrument. The instrument passed energy delivery testing in various grip orientations. The instrument was fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no product issue (e.g., no damage, no missing pieces, no functional issue, etc.). The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion. Review of the provided image was performed and the image of the monopolar curved scissor (mcs) instrument identifies no visible damage. The image confirmed the instrument serial number. .

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.